Event description:
Event description cpi received information that during an attempted implant procedure of this sweet tip bipolar lead (4269) the helix tip broke in the atrium while trying to unscrew the lead. Another cpi (4269) lead was implanted.